Event description:
The complaint was reported as: complaint alleges - the user noticed a leak between the blue connector of the pleur evac and the pt's tube. The unit was removed and replaced. No pt injury reported.

Manufacturer narrative:
There is no sample available for investigation.